Event description:
During laparoscopic partial splenectomy/cyst excision, there was a malfunction in the harmonic scalpel. The teflon coated area appeared to have melted. Surgeon removed piece from surgical area. A different harmonic scalpel was used without problem. Operating completed and pt went to pacu in stable condition. Post operative x-rays showed a retained area of the harmonic scalpel instrument. Pt returned to the operating room. Abdomen was re-entered thru the umbilicus. Surgeon removed the omental flap from the marsupialized cyst and surgeon was able to identify the foreign body. It was removed thru a 12 mm port. Post operative x-ray revealed no evidence of retained foreign bodies. Pt tolerated procedure well without complications. Ref MFR # 3005075853-2012-00128.